Manufacturer narrative:
Concomitant medical products: 6000-23 tissue valve implant date (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited impedance warning, polarity switch, possible integrity issue and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.